Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that ten days post implant, the patient experienced perforation and pericardial effusion. The right atrial (ra) lead was explanted and replaced. No further patient complications have been reported as a result of this event.